Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted, having been implanted for 14 months, due to a battery status of middle of life. There was an allegation of premature battery depletion.